Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-filtration device, a patient was 'experiencing issues'. The patient is complaining of blurry vision and pain. The surgeon is reporting the patient has blurry vision, endophthalmitis, hypotony, device rubbing, additional medical injections, choroidal detatchment, fibrin, hazy view, and feels like 'rust particles' are in his eye when he closes it. A tap was performed and intravitreal injection of antibotics was administered. There was also a retinal hemorrhage and retina damage from inflammation causing permanent damage in the eye. The surgeon also reports the patient experienced a wound leak, however it could have been caused from exercise/weightlifting while being hypotonous. During a follow up visit, the surgeon reports the device is in good condition nasally, and no hemorrhage is present. Additional information was requested.